Manufacturer narrative:
Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 08, 2022 that a hot axios stent was implanted in the pancreas during a pancreatic necrosectomy procedure performed on (B)(6) 2021. On (B)(6) 2022, a stent removal procedure was performed with forceps and the stent broke. The physician confirmed that there was no stent fragments detached inside the patient with the scope. The procedure was completed. No patient complications were reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was implanted in the pancreas during a pancreatic necrosectomy procedure performed on (B)(6) 2021. On (B)(6) 2022, a stent removal procedure was performed with forceps and the stent broke. The physician confirmed that there was no stent fragments detached inside the patient with the scope. The procedure was completed. No patient complications were reported as a result of this event. Additional information received on march 04, 2022: it was reported that the stent was implanted transgastric to the pancreas to treat a pseudocyst. Note: it was reported that the stent was removed after being implanted longer than 60 days. The hot axios stent and delivery system directions for use state "axios stent implantation should not exceed 60 days; performance beyond 60 days has not been established."

Manufacturer narrative:
Blocks b5, e1 (initial reporter first name) and h6 (patient codes and device codes) have been updated with the additional information received on march 04, 2022. Block h6: medical device problem code a0401 captures the reportable event of stent break. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.